Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device shock was not delivered. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer, philips remote service engineer and has been investigated by the philips complaint handling team. The device was evaluated onsite, visual inspection performed on external paddles and therapy port. External paddles and paddle holders were cleaned. The connectors to the therapy board and capacitor were removed and reseated to check for any loose connections. No part replaced. The device returned to full functionality. Device remains at the customer site and returned to service. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.